Manufacturer narrative:
Concomitant medical products: product ID: 3625, product type: screening device. (B)(4).

Event description:
The consumer via a manufacturer representative reported that the patient had a reaction from their neck to the groin. The patient had rash and boils over their chest due to a sudden change in symptoms. The patient had swelling and redness where the lead's incision was. The patient began an advanced evaluation (ae) on (B)(6) 2016 and after the symptoms started after the trial began. The patient was on oxycodone and ciprofloxacin and on (B)(6) 2016 the nurse went to change the drug and gave the patient keflex and their symptoms got worse. The patient had been taking benadryl and it helped a little. The patient thought they were having an allergic reaction to the wires. Allergy was not confirmed. The patient was scheduling an appointment with their hcp and the situation was being addressed. No diagnostics or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the patient reported that she had a major allergic skin reaction after the trial procedure. The anesthesiologist thought it might be related to the IV ancef. After the trial, the patient&#38112;doctor had her discontinue the cipro.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturing representative (rep) via a doctor reported that the issue had been resolved. The reaction was from post op medications, not the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.